Manufacturer narrative:
No medwatch form was received. The field experience was not confirmed in the laboratory. A partial lead, 32 cm from the pins, was returned for analysis. Without the entire lead, a complete evaluation cannot be performed. Analysis noted an abrasion on the outer insulation at 19.1 cm, consistent with that produced by friction to the ICD can. However, the svc cable insulations were not abraded or damaged. The outer insulation damage did not cause the reported high threshold issue. No other anomalies were found.

Event description:
Lead was capped due to high threshold.